Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffertest per (B)(4). Sensor failed per spec due to high readings. Sa (B)(6) 2014.

Event description:
It is reported that the patient's insulin pump is reading highly differentiated blood glucose and sensor glucose readings. The patient's blood glucose level was 149mg/dl. Trouble shooting was conducted. Device is not being returned. No further information available.